Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an empty cartridge alarm occurred due to customer not having enough insulin while at a concert. Customer's blood glucose level was >600 mg/dl. Customer went to the ER for IV insulin and saline to resolve bg. No additional product or event information is available.